Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/05/2024, the user reported noticing an issue under the top layer of the screen. The device remains functional but is becoming slower and more difficult to use. A replacement device was sent. Blood glucose was not affected.